Event description:
It was reported that a crystalens was explanted once day post implantation due to lens decentration. Another lens was implanted. According to the surgeon, the event was due to incorrect loading by the technician. Please reference MDR# 2031924-2013-00133 for the intralocular lens.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.